Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the reported power source issue. Performance testing found that when ac power was connected to the device, the external dc source led was illuminated. It was determined that the device failure to accurately detect the power source was most likely due to physical damage to the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting the main power supply as an alternating form of an external and internal battery. There was no patient injury reported as a result of this incident.